Event description:
It was reported that as the surgeon was bending the cable in order to pass under the lamina, the braided portion snapped. It did not happen during the insertion. There were no patient complications.

Manufacturer narrative:
(B)(4). Visual and optical examination of the returned device confirms the cable lead is severely bent. Bend stress at the cable weld joint could have contributed to the event. We are unable to definitively determine the root cause of the event.